Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 274mg/dl. Troubleshooting was performed. The caller stated that the drive support cap was protruded. Advised the spouse to discontinue the use of the device and revert to back up plan. No further information was provided.